Manufacturer narrative:
Due to character limitation in e1, event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) fit a safety disk and a manifold as they old ones could do with replacing due to age. No injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The parent complaint (B)(4) is being cancelled as it was created in error as it is duplicate to complaint#: (B)(4). The incident was determined to be a duplicate report to complaint: (B)(4)(authority mfg report number: (2249723-2025-0001910). As a result, no follow up emdr is necessary. Please cancel this record in your database.